Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 112 mg/dl. Customer mentioned the device alarmed motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. Unable to perform the a21 error test, occlusion test, and the excessive no delivery test due to motor error alarm also, however, the insulin pump had normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. However, the insulin pump had normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. No cosmetic damage was noted during our physical inspection.